Manufacturer narrative:
The customers reported complaint of a number of failures with bd branded (m2) keypads was confirmed on 19 out of 21 returned front case assembly keypads. Inspection of 21 of the returned front case assemblies observed: contamination (fluid ingress) on the pcu front case assembly keypad flex trace circuit. Open traces on the pcu keypad flex trace circuit. 15 were found with an open trace on pin#20 that prevented the pcu device from powering on. Failure investigation report ¿ lvp keypad unresponsive key field complaints dir 10000336188v00 findings are similar to the findings observed with the returned pcu front case with keypad assemblies. In the report, the defects that were found in the defective lvp keypads are similar to the defects found the in the customer returned pcu keypads including, cracked/broken flex tail cables, and residue found on traces as well as around the dome switches. The flex tail cable cracking was due to an increase in brittleness from cleaning agent contamination and stress in the cable. Cleaning agents are the most likely fluid found inside the keypad. Both the pcu and lvp are in identical environments and are subjected to the same cleaning methods, allowing fluid ingress to occur. Alaris system user manual dir 10000338839 v 00 instructs the user on proper cleaning procedures. No patient involvement (npi) a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there were a number of failures with the bd branded (m2) keypads.